Event description:
As reported by the user facility: detailed inquiry description: heparin was leaking from defect in the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation. The picture was visually inspected, and no visual defect was able to be identified. The photograph does not provide enough detail to evaluate the reported defect of leakage. The defect is not confirmed. Although a picture was provided for evaluation, not enough details were provided in the picture to identify the defect. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.